Event description:
It has been reported the pt has been experiencing initiating a communication between the ipg and the charging system. A replacement charger was used to no avail. The pt programmer communicates and reads low battery. It was also noted, the pt has recently lost significant amount of weight. X-rays revealed the ipg is not flipped but is rotated at a 90 degree angle. Surgical intervention is pending to revise the ipg pocket site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.